Event description:
In 2001, I had an inguinal hernia surgery and was given the kugel medium sized oval patch. Since my surgery I have been living with pain in my groin and abdomen. I have been diagnosed with epididymitis, prostatitis as well as several trips to the e.r. With fever, abdominal pain and have had my appendix removed. The pain has not gone away. I have recently learned that several others that have had this surgery and medical device have been living with the same pain. I am consulting with a physician now to seek options for removal of the kugel mesh. This has cost my family (B)(6) and years of pain and suffering. I encourage this product to be recalled.